Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing threshold measurements and intermittent sensing which subsequently found out to be slightly dislodged. This rv lead was explanted and replaced. This rv lead will be returned. No adverse patient effects were reported. The reported event and explant date are chronologically impossible. Therefore, they will not be reported.